Manufacturer narrative:
The product was returned and the visual inspection was normal. Interrogation test results were acceptable. No anomalies were noted.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient was presented at the hospital due to a ruptured pacemaker pocket. Bacterial culture revealed no infection. The physician thought that the patient was older and thin resulting in the pocket ulceration. The pacing system was explanted and a new pacing system was implanted on the contralateral side on (B)(6) 2025. The patient was stable.